Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was blood present in the manifold of the device. There were numerous kinks to the hypotube and shaft of the device. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded, and the tip of the device was damaged. At 3mm from the tip of the device, the balloon had a 17mm longitudinal tear.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.